Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm in the past. Blood glucose level at the time of the incident was 418 mg/dl and treated with manual injections. Customer stated the alarm was resolved by changing the complete set. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The information on common device name was incorrect with the initial report. The correct information has been provided with this report.